Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the patient ¿fell onto a bed, it shifted and was not picking up a signal.¿ additional information was obtained which revealed that approximately nine days after implant the patient complained of dizziness. It was then determined the lead displayed intermittent loss of capture and the threshold was rising. The patient was placed on steroid treatment. It was later determined the threshold was high and there was micro dislodgment of the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.